Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date and device manufacture date are currently unavailable. Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an unknown procedure an unknown date, it was observed that the expressew iii sutuer passer w/o hook device broke. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspections revealed wear marks on the device. Also, when the trigger is fully depressed, the jaw is loose, contributed to holding issue. The lower jaw pin was found damage. Via functionality, the functional test cannot be performed, the auto capture jaw was not working, the jaw doesn¿t maintain the grip pressure when its closed due to the pin guide missing. A manufacturing record evaluation was performed for the finished device 4821100405, and no non-conformances were identified. According with the visual inspection and the functional test result, this complaint can be confirmed. It is a reusable device; this condition has possibly occurred after using it for many procedures. The possible root cause for the condition of the device could be related to heavily use and procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5, h6: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description and the medical device problem code have been updated accordingly.

Event description:
It was reported by sales rep that during a shoulder arthroscopy with rotator cuff repair procedure an an unknown date, it was observed that the bottom jaw on the expressew iii suture passer w/o hook device was bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.